Manufacturer narrative:
(B)(4). The tubing would kink below the y-junction once it was taped down, cutting off flow. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a flow issue with a one-link set. The set was kinked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed that the tubing is kinked below the y-site. It was not possible to determine if the inner tubing walls are touching. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.